Manufacturer narrative:
Continuation of d10: product ID harmony-25 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve replacement (tpvr) procedure, a guidewire was inserted into the right pulmonary artery (rpa) and then retracted to the main pulmonary artery (mpa) prior to deployment. During deployment of the transcatheter valve, row 1 of the valve frame was initially positioned high, near the right bronchus, and confirmation angiography was performed. During the deployment of row 3 of the valve frame, the device dislodged downward below the pre-bifurcation of the left pulmonary artery (lpa), and a slight twist of row 1-2 was observed under fluoroscopy. Subsequently, a non-medtronic (dryseal) sheath was advanced beyond the delivery catheter system (dcs), and the valve was recaptured and withdrawn. After withdrawal, due to thrombus adherence on the dcs, the dcs was replaced and the valve was reused after being washed with heparinized saline. After confirming there was no thrombus adherence on the valve, it was then reloaded into a new dcs and successfully implanted. No patient complications have been reported a result of this event.